Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g6, h1, h2, h3, h6, h10. The drill was returned for investigation. A visual examination was performed. The instrument was fractured in the cutting area. According to the reported event the broken pieces were left in the patient. The subject instruments are classified as externally communicating medical devices with limited (< 24 hours) contact with bones and tissue. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Surgical reports were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
X-rays and photographs were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that: as the surgeon is reaming the femoral head, the reamer broke while in situ. Pieces of the reamer were left inside. He was able to complete the surgery by using the tap. Patient involved. No delay.